Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the pt underwent a c-section in 2001, and the surgeon closed the pt's peritoneum and reapproximated the edges of her rectus muscle and closed the fascia with panacryl sutures. During 2002, the pt reported that she had developed complications in connection with her incision site and had a revision of the fascial incision and excision of the retained panacryl sutures the next month. Later that month, and for the ensuing months, the pt complained of bleeding and pain at the incision site, due to post-operative infection and granuloma. She was treated by physician, and home care by herself and family.